Event description:
The patient received a 3.5 x 18mm and a 3.5 x 08mm cypher select plus stent in the proximal left anterior descending (lad). The stents were overlapping. Approximately one month later, the patient was re-admitted with chest pain. No enzyme or EKG changes were noted. Angiography revealed 90% restenosis in the lad and 66% stenosis in the left main (lm). Both lesions were treated with endeavor stents.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR rpt# 9616099-2007-00854. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.